Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 1230pm, the patient was driving around in his amazon truck when he felt a burning sensation throughout his body. The patient went to the local fire department to have his bg meter reading tested, which was 460 mg/dl while the cgm was reading 113 mg/dl. The patient began feeling sick, was sweating, and vomiting. The patient self-treated with 4 units of insulin via his tandem mobi insulin pump. The patient also tried to calibrate his cgm device but it did not bring his cgm value into the expected range. The fire department took him to the ER. At the ER, the patient¿s bg meter reading was 493 mg/dl while the patient¿s cgm was in a brief sensor issue state. The patient was treated with IV fluids. The patient was still at the ER at the time of report and was still feeling sick. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).